Event description:
This is a female pt who had been recently diagnosed with breast cancer. She had no known family history of breast, ovarian or pancreatic cancer. Her oncologist ordered genetic testing as part of her overall work-up and called her to report that she was brca2 positive. The pt had little or no pre-test counseling or info and did not remember having the testing. She was so frantic that the oncologist contacted a genetic counselor to see if the pt could be seen on an emergency basis that day, which she was. The pt and her husband were seen for an urgent 2-hour consultation, and the pt was shocked that she was also at risk for ovarian cancer, and that her children and siblings were at 50% risk to carry this mutation. Three years later, this pt reports that she still regrets having testing and believes, she might have made a different decision had she had informed consent before testing.